Event description:
It was reported that prior to using the 1 ml bd slip tip syringe with attached needle 26 g x 3/8 in., that needle hub comes off with shield removal. The following information was provided by the initial reporter: stated that when he tries to remove the shield the needle hub comes off with it.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes, d9: returned to manufacturer on: 09-may-2022 h6: investigation summary sixty-eight packaged 1ml syringes (p/n 309625) with needle from batch 9151836 samples were received. Each sample was tested for shield removal forces. Twenty-three samples were found to have shield removal forces beyond the maximum specification. The observed condition was non-conforming per product specification. Potential root cause for the tight shield defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 9151836 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that prior to using the 1 ml bd slip tip syringe with attached needle 26 g x 3/8 in., that needle hub comes off with shield removal. The following information was provided by the initial reporter: stated that when he tries to remove the shield the needle hub comes off with it.